Event description:
Affiliate reported that on the same day the device was implanted, the patient developed small ventricles. The surgeon changed the pressure; however, the patient's condition did not improve. The pressure was changed again and the ventricles became large. The pressure was again adjusted. No change was found. Pressure change was attempted again, but was not able to re-program. As a result, the device was revised.

Manufacturer narrative:
Upon completion of the investigation it was noted that the valve casing was damaged. It appears that the device sustained some form of impact, not only was the valve casing cracked but also found was a flattened cam mechanism, which caused the device to fail the programming test because the cam mechanism could not move. The manner in which the device became damaged could not be determined. During the testing of the device it was also found that an occlusion was visible and the inlet of the ruby ball. However, when popped free and irrigated again the flow was normal. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed the presence of biological debris within the devices which have interfered with their programming and/or pressure control mechanisms. The biological debris has caused the returned valves to fail the programming and/or pressure tests and appears to have caused the difficulties experienced by the customers. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.